Manufacturer narrative:
No reported patient or surgical involvement. Exact date of device malfunction is unknown. Device is an instrument and is not implanted or explanted. Service & repair evaluation: the customer reported the handle was cracked; however, the repair technician reported the handle was broken. Handle cracked/broken is the reason for repair, but the item is not repairable. The cause of the issue is unknown. The item will be forwarded for further evaluation. Product investigation summary: only part 311.01 was returned for evaluation. The complaint condition was confirmed as the handle has broken off and two (2) portions of the handle were returned. More than half of the handle is missing and was not returned for evaluation. Whether this complaint can be replicated is not applicable as the handle is already broken. Therefore, a failure code of "broken: procedural step unknown" was selected during this investigation to account for the ¿as received condition.¿ no definitive root cause was able to be determined; however, the complaint condition is typically associated with wear/tear and degradation of the handle material as a result of repeated sterilization cycles. A visual inspection under 5x magnification and a drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The handle with mini quick coupling is a screw insertion/removal driver utilized in ten (10) technique guides including: 1.5mm modular lcp, mini tibial plateau leveling osteotomy, and screw removal. The relevant product drawing was reviewed. No drawing issues or discrepancies were noted and subsequent drawing revisions were not relevant to the complaint conditions. The design was determined to be suitable for the intended use when employed and maintained as recommended. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Service history review: no service history review could be performed as part 311.01 with lot 5280101 is a lot/batch controlled item. The release to warehouse date of this item was july 10, 2006. The service history review is unconfirmed. Device history record review: manufacturing date: july 10, 2006 - supplier: (B)(4) even though lot 5280101 is etched on the physical product, the device was released for sale as part 311.01 with lot 5286141. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that a universal chuck with t-handle was not holding and a handle with mini-quick coupling was cracked. The issues were discovered during sterile processing activities by hospital staff with no known patient or surgical involvement. At the time of initial report, both devices were assessed and deemed non-reportable. However, upon inspection of the returned devices by service and repair, it was noted that the handle was in fact broken. As such, the device was re-assessed and found to meet reportability criteria. This report is 1 of 1 for (B)(4).